Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited right ventricular (rv) lead high out of range pace impedance measurements greater than 3000 ohms and high capture thresholds. It was also noted that a lead fracture was suspected, and a lead replacement was to be scheduled. Technical services (ts) discussed possible reprogramming options and recommended urgent replacement. This crtp remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited right ventricular (rv) lead high out of range pace impedance measurements greater than 3000 ohms and high capture thresholds. It was also noted that a lead fracture was suspected, and a lead replacement was to be scheduled. Technical services (ts) discussed possible reprogramming options and recommended urgent replacement. This crtp remains in service. No adverse patient effects were reported. Additional information was received, this crtp was explanted due to normal battery depletion and successfully replaced. The right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited right ventricular (rv) lead high out of range pace impedance measurements greater than 3000 ohms and high capture thresholds. It was also noted that a lead fracture was suspected, and a lead replacement was to be scheduled. Technical services (ts) discussed possible reprogramming options and recommended urgent replacement. This crtp remains in service. No adverse patient effects were reported. Additional information was received, this crtp was explanted due to normal battery depletion and successfully replaced. The right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects.